Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, device analysis could not be performed. The clinical/medical investigation concluded that, the photos provided shows signs of mild to moderate maceration near the wound edges. This aligns with the reported fragile skin tearing and ulcer extension. The pico was permanently discontinued on (B)(6) 2025, and changed to hyper-absorbent primary dressing. Approximately one week later, wound beds have decreased in size and show improvement in healing. The definitive clinical root cause could not be determined. Although we cannot out excessive moisture accumulation at the wound site during pico therapy. Nor could we rule out seal integrity, extended wear time, or the fragile per-wound skin of the 76-year-old patient. All documents and images provided as of this date have been reviewed and considered, and unless noted, do not contribute to the clinical/medical investigation. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use document for pico provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during negative pressure wound therapy (npwt). A factor that could contribute to the reported event include an adverse skin reaction to the product components. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, on a clinical study with pico which started on (B)(6) 2025, the patient experienced a maceration with ulcer extension and fragile skin tearing on (B)(6) 2025. The therapy with pico was permanently stopped on (B)(6) 2025 and relay with a hyperabsorbent primary dressing. The outcome is ongoing.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.